Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with palpitation. Angiography revealed a single vascular lesion. A 2.75 x 33 mm xience xpedition stent was implanted in narrow, mid left anterior descending artery that was 90% stenosed. The patient was discharged on (B)(6) 2014. On (B)(6) 2015, the patient was re-hospitalized in a local hospital with chest pain. After computer tomography (CT) examination, drug therapy was performed, but results of CT examination and exact drug were unknown. The patient improved and was discharged on (B)(6) 2015. Per physician, the relationship between the event and the device is unknown. The patients symptoms persist. No additional information was provided.